Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were harder to press and rejected new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with crack on display lcd window corner and broken battery tube thread and cap noted. Device received with broken reservoir tube lip and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform displacement test due to reservoir tube lip completely broken off. Insulin pump passed a21 error test and all operating currents tested within the spec range. No unexpected low battery alarm were noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. (B)(4).